Event description:
It was reported that prior to an implant procedure, the device was interrogated multiple times and found to have reached the elective replacement indicator (eri). A different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed; analysis revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.